Manufacturer narrative:
It was reported that the locking switch not holding lock. Patient said he hasn't hit it or anything, just unlocks it to sit down and when he locks it again to stand up it becomes unlocked on its own. (Red button failure). The brace has not been returned for evaluation. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturing testing confirmed to be the same malfunction found in report number 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that the locking switch not holding lock. Patient said he hasn't hit it or anything, just unlocks it to sit down and when he locks it again to stand up it becomes unlocked on its own. (Red button failure).